Event description:
On july 17, 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra was giving an error 2 message. According to the owner's manual, an error 2 message could be caused by a used test strip or a problem with the meter. On july 20, 2007, medical affair specialist contacted the patient to obtain/clarify more information. The patient has juvenile diabetes and tests his blood glucose 4 to 5 times per day. He takes lantus (unspecified dose) at night, and 3 shots of humalog (unspecified dose) per day. He takes his insulin on the sliding scale based on his meter readings. The patient likes to keep his glucose reading around "160 mg/dl." The patient stated he has had the one touch ultra meter since it has first came out on the market. The alleged issue started in 2007, at 7 am. The patient ate breakfast as usual and took his baseline insulin. The patient reportedly did not adjust his insulin due to the allege meter issue. After breakfast at around 10:30 am, the patient reportedly had perceived high symptoms of "thirsty, and blurred vision." At 2:16 pm, the patient contacted lifescan to report the issue. The customer care advocate (cca) was able to resolve the alleged issue. The patient administered self-treatment by adjusting his insulin based on the sliding scale (unspecified dose) according to the meter reading (unspecified dose), and was reported to have felt better one hour after. During the troubleshooting, the customer care advocate was able to verify that the testing technique was correct, the error 2 message appeared when the test strip is inserted into the meter, and the test strips were in good condition. The alleged issue was resolved during the call. The meter, test strips, and control solution were replaced. This complaint is being reported because the patient alleged he was unable to obtain a glucose reading to adjust his insulin based on the sliding scale and experienced symptoms of "thirst and blurred vision."

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.